Manufacturer narrative:
Because eval of the unit involved is not complete, as of this report and since separation of a file could necessitate medical /surgical intervention was required to preclude a permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The file separation events will be reported via asr, as appropriate. Eval of the device showed noisy bearings and a bent e-head.

Event description:
In this event a doctor reported that an aseptico endo dtc failed to auto-reverse properly, possibly causing three files to separate. There is no indication that injury resulted.